Manufacturer narrative:
Additional information:the device was not returned for evaluation. Imagery was provided for review. Imagery of distal portion of delivery system and valve stuck in damaged, split open esheath. The valve struts are damaged and bent outwards. The patient anatomy imagery reveals mild right common iliac calcium, no calcium in the right common femoral and mild tortuosity. Based on provided imagery, the event regarding the withdrawal difficulties can be confirmed, however, the event for the commander separation was unable to be confirmed. A device history review (DHR) was performed and these work orders did not reveal any manufacturing related issues that would have contributed to the complaints. A lot history review was performed and revealed no other complaints relating to the reported events. A review of the complaint history from (B)(6)2019 to (B)(6)2020 revealed additional complaints for the reported events for edwards commander delivery system (all models and sizes). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of complaint history revealed that the complaint occurrence rate did not exceed the (B)(6)2019 control limits for the trend category. The event regarding the commander delivery separation was unable to be confirmed and the complaint occurrence rate did not exceed initiation month control limit for trending category. Therefore, a complaint history review is not required. Instructions for use (IFU), prepping manual and procedure training manual state: correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath, if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged, if damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure the delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. A review of IFU/training materials revealed no deficiencies were identified. No IFU/training deficiencies were identified. During manufacturing, the multiple visual inspections and tests are performed throughout the process. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The reported event for withdrawal difficulty was confirmed based on applicable imagery. However, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be determined. However, a review of lot history, complaint history, and DHR, did not provide any indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the patient imagery provided, the patient vessels show tortuosity and calcification. These factors can create a challenging pathway for retrieving the system. In addition to these observations, ¿it was discovered that the 3mensio report was from a CT scan that had been performed 2 years prior [¿] the mild-moderate pvd noted on the 2 year old 3mensio report may have advanced into a more severe degree of disease.¿ supporting, progression the pvd are observations that the access vessels felt ¿crunchy¿ during device insertion and that there were ¿calcification chunks noted in access vessel during surgical repair.¿ a more severe degree of access vessel calcification may result in more difficulty retrieving the system. Finally, from the device imagery provided, the valve was shown having struts bent outwards (figure 1). This altered profile of the valve may have also been a contributing factor to the difficulty experienced when retrieving the valve through the sheath, as the thv may be susceptible to catching on other surfaces. The reported event for the commander delivery system separation was unable to be confirmed. Since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be determined. However, a review of lot history, and DHR, did not provide any indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. As the valve was being retrieved through the sheath, it is possible that the increased force and excessive device manipulation required to overcome the withdrawal difficulty of the delivery system may have caused the distal tip to separate from the rest of the delivery system. Therefore, available information suggests that patient (tortuosity/pvd) and procedural (withdrawal difficulties) factors may have contributed to the reported event. However, a definite root cause is unable to be determined. A risk assessment was performed on the reported event and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Since no confirmed edwards defect was identified in the evaluation, no preventative or corrective actions are required. Since no product non-conformances or labeling/training/IFU deficiencies were identified, a product risk assessment (pra) escalation is not required. The reported event for withdrawal difficulty was confirmed. No manufacturing non-conformances were identified due to the unavailability of a returned device. However, available information suggests that patient (access vessel tortuosity/calcification) and procedural factors (bent valve struts) likely contributed to the reported event. Review of complaint history revealed that the occurrence rate does not exceed the control limit for the applicable trend category, and no IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action is required at this time. The reported event for the commander delivery system separation was unable to be confirmed. No manufacturing non-conformances were identified due to the unavailability of a returned device. However, available information suggests that procedural factors (excessive manipulation/force applied to device during withdrawal difficulties) likely contributed to the reported event. Review of complaint history revealed that the occurrence rate does not exceed the control limit for the applicable trend category, and no IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  Please reference related manufacturer report no:2015691-2020-12256. Manufacturer report no:2015691-2020-12257. Manufacturer report no:2015691-2020-12258.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  UDI (B)(4). Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 14fr esheath was inserted in the patient¿s right femoral artery with a remark that the vessel felt ¿crunchy¿.  There was greater than normal difficulty advancing the commander delivery system and valve through the esheath and the system became stuck in the mid reia. Propofol was injected into the side arm of the esheath as a lubricant. The esheath was retracted while attempts were made to simultaneously advance the commander; however, the delivery system remained stuck within the sheath.   A decision was made to remove the esheath/commander/sapien3 ultra as a unit but was unsuccessful. During this attempt the commander delivery system came apart with the distal portion of the commander and the valve remaining in the esheath. Attempts to pull the esheath out were unsuccessful. The patient became hypotensive and the abdominal aortic angiogram revealed extravasation in the reia around the esheath. A coda balloon was inserted from the contra lateral side and the patient was given blood and pharmacologic treatments. The patient blood pressure was stabilized with coda inflated. A retroperitoneal cut down was performed, the iliac artery isolated and  esheath was removed. It was observed that the esheath had become ¿split open¿ with the sapien 3 ultra valve coming through the seam.   During the surgical iliac repair, ¿large chunks of calcium¿ were excised from the damage vessel. A conduit was sewn on to the common iliac. A 20 fr gore dryseal sheath inserted into the conduit. The coda balloon was partially deflated to allow passage of the dryseal sheath into the aorta. A new 26mm s3 ultra valve and commander were prepped and advanced through the dryseal sheath through the conduit. The patient became severely hypotensive at this time, possibly because the coda was partially deflated. The valve was deployed successfully and the remainder of the delivery system was retracted. Resuscitative efforts were continued, including chest compressions and defibrillation. The patient never regained an adequate bp and expired on the table. The hospital retained the damaged esheath and commander.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.